Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmissions, it was noted that the implantable cardiac monitor (icm) exhibited false pause episodes due to under-sensing. Programming changes were made to the icm to resolve the anomaly. The patient was in stable condition.